Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot chat that a skin reaction occurred. The date of the event is an approximation. It was reported that the consumer experienced an infection. The consumer stated, ¿sensor failure and skin infection required antibiotics.¿ no additional details regarding the infection were provided. Information such as the sensor insertion date, insertion location, or associated symptoms was not disclosed. The consumer did not provide the date of medical evaluation by a healthcare professional or the date antibiotic treatment was initiated (route of administration not specified). No further event details are available, as the consumer had not logged in or created an account, and no contact information was provided to obtain additional information. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional customer or event information is available.